Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that their onetouch verio iq meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy began on (B)(6) 2014. The patient reported obtaining a blood glucose reading of ¿511 mg/dl¿ with the subject meter. The patient is on insulin pump therapy and in response to the alleged inaccurate reading, the patient reported taking an additional 2 units of bolus insulin during the night. The patient reported that at 5:23 am on (B)(6) 2014, they developed symptom of ¿shivering¿; symptom they associated with hypoglycemia. It is not known, what medical treatment, if any, the patient received in response to the onset of the reported symptom. The patient reported that later that same day they obtained blood glucose readings of ¿144 mg/dl and 43 mg/dl¿ with the subject meter. The tests were performed within a 20 minute period of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient claimed no other blood glucose tests were performed on any other device. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the same approved sample site was used for testing and that the correct testing process was being followed. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.